Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. The implantable cardioverter-defibrillator exhibited back-up vvi operation. A device restoration was performed successfully. The patient¿s condition post event was good and the patient would continue to be monitored normally.